Event description:
During service by baxter tech the device failed accuracy test with under delivery on channel c. No record of any patient incident involving the pump since the last baxter service event.